Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that drawer 5.2 was preventing the station from booting, replaced the drawer controller. After the replacement, the device functioned properly, verified performance through diagnostics testing and by having the customer test the system, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was shorted, and the customer bypassed the drawer to bring the rest of the machine back. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.